Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0shy6, implanted: (B)(6) 2015, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).

Event description:
A consumer reported that a power on reset (por) was displayed when the patient went through airport security with the implantable neurostimulator (ins) on. The patient's therapy was stopped due to the por. The patient had gone through airport security before without turning the device off and they had no issues. On (B)(6) 2015, the patient met with a manufacturing representative and they resolved the issue. Two days later the patient saw the "return to clinician settings" screen. The patient contacted the manufacturing representative and they told the patient the patient programmer was defective. Prior to seeing the por, the patient was at 4.0v. Since meeting with the manufacturing representative and seeing the return to clinician settings screen, if they increase stimulation past 2.0v they had horrible side effects. The patient felt like their head was "going to explode" due to stimulation being too strong, their speech was affected, and their eyes rolled back in their head. Symptoms resolved within two hours of making the adjustment. At implant, the patient's symptoms had been way worse. There was no trauma or falls related to the issue. Several days later, the patient later reported they wanted to change to group b. The patient was able to successfully change to group b at 3.0v and that felt good, but they still had some mild shaking and vision issues. A manufacturing representative later reported that no por message was seen when they met with the patient and interrogated the ins with the patient programmer. The patient had mentioned the stimulation on key was more depressed on the programmer, but the manufacturing representative did not. The manufacturing representative thought the patient likely reset group a back to the original clinician settings which were higher and that caused stimulation to be too strong. The patient was referred back to their health care provider (hcp) for reprogramming. The patient's indication for use is parkinson's dual and movement disorders.